Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Additionally, it was reported that cartridge alarms 20 and 30 occurred during basal delivery. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.